Event description:
Five days post insertion of licox unit, upon removal of the bolts, the wings on the bolts broke. The surgeon had to use hemostats to remove the bolt from the pt's head. There was no pt injury reported.